Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2022 with blood glucose of 42 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. Auto mode was not active during the time of low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose level. The customer was treated by food and glucose tablet. Troubleshooting was done for high blood glucose and under delivery. It was unknown that the customer was wearing the insulin pump during the hospitalization or not.